Manufacturer narrative:
H3, h6) a software analysis was conducted. In summary, there was insufficient information to determine whether a software anomaly co ntributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system became unresponsive multiple times when the manufacturer representative (rep) downloaded exams through electronic picture archiving and communication systems (pacs). Pacs has to send the images to the navigation system, as the system cannot import. The system needed to be shut off and then turned back on. They needed to assess what data made it over before notifying pacs to reinitiate the push to the system. This could take a very long time. The system had a much harder time with larger data sets. The account has imaging systems, and those communications and data transfers behave normally. Loading the same exams using a cd or usb worked as expected. There was no patient involvement.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The ssd was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The ssd was returned for analysis. Functional testing determined that the ssd was functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736411: ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc lot s5janj0n210212t sw kit 9735737 stealth s8 cranial medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.